Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted to the hospital due to hypoglycemia. The patient lost consciousness and went into a diabetic coma after their blood glucose level read low (<20 mg/dl) while wearing the pod between 37 and 48 hours. The patient's mother reported that their levels reached 300 mg/dl and they gave a 1.5 unit correction and 2 hours later the patient lost consciousness and the parents had to call an ambulance. The parents applied a baqsimi dry nasal spray to treat low blood sugar. Then the mother gave her a little bit off coca cola and when the ambulance arrived the patient had woken up and the bg levels had risen to between 40-43 mg/dl. The patient was taken to the hospital and was kept for observation for 2 days. The pod has been discarded.